Event description:
Additional information was received that during the valve implant, a pre-implant balloon dilation was performed with a 20 millimeter (mm) non-medtronic balloon. The deployment starting point was at the bottom of pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 5 mm on the left coronary cusp (lcc). A medtronic confida guidewire was used during the implant.

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID gwbc30 (lot: n/a); product type: guidewire; implant date n/a; explant date n/a; h2 h3 h6 additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, neutral pressure was maintained on the delivery catheter system (dcs) with final paddle release. Upon release of the valve, the valve went deeper into the left ventricle. A snare was used to bring the valve back up to the annular plane. During snaring, the valve embolized into the ascending aorta. A second valve was implanted in the annulus valve-in-valve with the use of a balloon to assist with advancing the dcs through the first valve and to the annulus. The patient was sedated during the procedure, and the duration of the procedure was two hours. .

Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013274837); product type: 0195-heart valves; implant date n/a; explant date n/a; product ID l-evolutfx-2329 (lot: 0013179625); product type: 0195-heart valves; implant date n/a;; explant date n/a; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.